Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pilot 150. Stent: xience prime 2.0 x 12mm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter found blood and contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and a rupture while in the patient anatomy. An indeflator, filled with water, was used to pressurize the catheter and fluid was observed leaking at a longitudinal rupture in the balloon, confirming the reported rupture. The longitudinal rupture was located in the middle portion of the balloon and extended distally for a length of 8.5 mm. Resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was mildly calcified, which may have contributed to the resistance. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure. The scanning electron microscopy (sem) lab analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. Mechanical damage and tearing was observed at the leak edge. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was mildly calcified and the voyager nc was used to post dilate a stent which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly calcified lesion and implanted stent such that the balloon ruptured upon the first inflation. Further, as the balloon ruptured, it would be unable to rewrap appropriately therefore contributing to the resistance during retraction. A search of the lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no other incidents. There is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal to mid left anterior descending artery with mild calcification. The guide wire was advanced and pre-dilatation was performed. A xience prime stent was implanted successfully at the lesion. The 2.0 x 15 voyager nc balloon was advanced, with moderate resistance noted with the vessel. The balloon reached the lesion and post-dilatation was performed; however, a leak was noted during the first inflation of 8 atmospheres, for 10 seconds. During removal of the voyager nc, resistance was noted with the vessel. A new voyager of the same size was used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.